Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indications for use were failed back surgery syndrome and spinal pain. It was reported that the patient's controller was not working. The patient stated that the controller would turn on every once in a while, but the controller only ever worked as long as the ac power or recharger was plugged in. The manufacturer's patient services specialist (pss) asked event date of issue and pt said probably about 4 months ago this issue began. The patient then stated that once the controller was fully charged out of the wall, the controller will turn on, but as soon as they plug the recharger into the controller, it would look like the controller just turned off and became unresponsive. The patient confirmed that there were no error messages that displayed. When pss had the patient check the connection pins on the controller, the patient also mentioned that the screws in the controller were missing along the base of outer plastic housing. The patient noted that the plastic on the bottom of the controller had come apart a bit once in a while and wouldn't hold the plugs into the port, but they'd just pop the controller back together. The issue was not resolved. A replacement controller was sent out. The patient called back on (B)(6)2024 and stated that they received replacement controller but it was not working and is blank. Pss had the patient reset controller and the patient plugged in recharger. The patient saw set up screen and then saw no device found. When the patient hit recharge, the controller went blank. The patient stated that's what happens every time they try to use it. A replacement recharger was sent out. No patient symptoms were reported. The replacement controller was received with no allegations on 2024-jan-14.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for product analysis. Analysis found the case front was cracked causing case separation, charging issues, and power loss/blank/white display. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.